Event description:
It was reported that the piston on the pump was not moving upwards during the fill tubing process to push insulin through. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.